Event description:
The initial reporter alleged an unexpected reactive result for hepatitis c virus (hcv) using the kit cobas 6800/8800 mpx 96t ce-ivd assay on the cobas 6800 instrument on (B)(6) 2021. The result had a cycle threshold (CT) value of 42.4. The donor associated with the sample has a history of non-reactive results, and serology testing for the sample was non-reactive. The blood donation was discarded. Nucleic acid testing (nat) was not repeated.

Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the cobas mpx assay performed within specifications. A review of the target growth curves indicated robust, sigmoidal amplification for the positive control, internal controls, and the sample, confirming proper assay functionality. The unexpected reactive result for hcv, with a cycle threshold (CT) value of 42.4, was attributed to non-specific amplification, which is consistent with late CT values and minimal amplification. No deviations in sample or reagent handling workflow were identified, and maintenance was confirmed to be up-to-date. A trend analysis for lot g17787 did not identify any related issues. The investigation concluded that the assay was functioning as intended.